Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158

Event description:
It was reported that the patient required an emergency room visit on (B)(6) 2026 following an episode of suspected insufficient insulin delivery associated with insulin leaking while wearing the pod on the insertion site abdomen between 49 and 71 hours. The patient's blood glucose levels increased to 340 mg/dl; however, following pod replacement, blood glucose levels began to decrease. The patient experienced persistent vomiting, general weakness, and physical deterioration, prompting ambulance transport to the emergency department. In the emergency department, the patient received intravenous fluid therapy and monitoring. Blood testing identified hyponatremia, which healthcare providers attributed to excessive fluid and electrolyte loss resulting from repeated vomiting rather than ongoing hyperglycemia. The patient remained in the emergency department and was stabilized before returning home without inpatient admission. Follow-up care was provided by the patient's general practitioner, including sodium chloride supplementation, and subsequent testing demonstrated improvement in sodium levels. At the time of reporting, the patient confirmed their condition had stabilized and they had gradually recovered. The patient resumed treatment with a new pod. The suspect pod was not available for return, as it had been mixed with other discarded pods and 3003442380-2026-47260 could not be individually identified. No further information was provided.